Event description:
Ms3 pump serial number (B)(4) due for maintenance on (B)(6) 2018 needs to be replaced. The cap and also part of the pump is cracked. "Did the reported product fault occur while in use with pt: no." It was noticed when pt was going to change pumps yesterday. Broken pump will be returned. Pt was sent a box for return. "Did the product issue cause or contribute to pt or clinical injury: no." Dose or amount: 49nkm, frequency: continuously, route: subcutaneously. Dates of use: (B)(6) 2015 to present. Diagnosis or reason for use: i27.0.